Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
The information of patient is unknown. The patient did v-p surgery on (B)(6) 2015 with 823832 and 823072. There was no abnormal issue occurred. After (B)(6) the patient had fever and abdominal pain. The patient accepted anti-infection therapy on (B)(6) 2015. The patient accepted the revision surgery on (B)(6) 2015. The device was removed. Now the status of patient is stable. The information will be updated if available.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was not visible due to biological debris. The valve was visually inspected: biological debris was noted inside the valve casing, due to the debris it was not possible to see the position of the cam mechanism, needle holes and 2 tears/cuts were also noted in the silicone housing. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted, but biological debris was flushed out of the peritoneal catheter. The valve was dried. The valve was leak tested, the valve leaked from the needle holes and the 2 cuts/tears in the silicone housing. It was not possible to program test the valve due to the biological debris covering the cam mechanism. It was not possible to pressure test the valve due to the tears/cuts in the silicone housing. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3832 with lot cpnbg0, conformed to the specifications when released to stock on the 17th january 2014. Review of the history device records for the catheters was not possible as the lot number is unknown. The root cause of the problem is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar and on the base plate. The root cause of the tears/cuts found in the silicone housing could be due to a sharp or pointed object coming into contact with the silicone, this however could not be determined. As noted in the IFU silicone has a low tear/cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.